Event description:
It was reported that the ventricular lead impedance increased to more than 3000 ohms and the threshold increased to 2.25 volts since the last check. The dr. Suspected a lead fracture. The system remains in use. No patient complications were reported due to this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected range.

Event description:
It was further reported that there was undefined high impedance. The physician decided to consider lead replacement whenever the associated device is replaced in the future, and for now the lead remains in use.